Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of a 23mm sapien 3 transcatheter heart valve, by transfemoral approach. During deployment, at 95% of inflation, the balloon burst. The valve was deployed successfully. The degree of calcification was moderate. When retrieving the system, the balloon in umbrella shape got stuck on the esheath. Therefore, a surgical cut down was performed and the delivery system was cut in order to be retrieved. The patient was stable, extubated, and conscious. As per medical opinion, the root cause of the balloon burst was due to presence of calcium at the deployment area.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was evaluated, and the following was observed: the balloon burst was confirmed. Balloon radial tear burst in the proximal shoulder of the inflation balloon. The balloon had an umbrella shape. Part of the balloon and nose tip were received separated from the delivery system. Rupture edges did not appear to match up. The balloon coil was found unraveled and stretched out, a kink was also visible at the balloon wire. Adhesive present on guidewire lumen. Two (2) kinks were found in the shaft at 65mm and 12mm from the flex tip. The complaints of balloon burst and withdrawal difficulty through sheath were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per customer report presence of calcium is visible in the patient's annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.